Event description:
It was reported by repair work order that the cot was at full height moving sideways when a rock hit the caster and the unit tipped with a patient on it. The patient suffered minor bruising that did not require medical intervention. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.